Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to activ.a.c.¿ therapy. The patient was subsequently hospitalized on (B)(6) 2017, and activ.a.c.¿ therapy was resumed on (B)(6) 2017. On (B)(6) 2017, the patient denied any new medications, and the nurse noted the patient's wound still had a foul odor. The patient continued to receive activ.a.c.¿ therapy. It is unknown if either antibiotic therapy was required or if medical or surgical intervention was required. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area.

Event description:
The following information was reported to kci by the patient's family member: activ.a.c.¿ therapy was removed on (B)(6) 2017 because the patient has a physician's appointment, and the patient's wound was allegedly infected. No additional information is available. Per review of kci records: on (B)(6) 2017, the nurse observed the patient and noted the patient denies any new medications at this time. The nurse noted that the patient's wound "still has a foul odor with a small black area at the bottom of the wound." Activ.a.c.¿ therapy was noted as intact. On (B)(6) 2017, activ.a.c.¿ therapy was placed on hold, and the patient was reportedly admitted to the hospital on (B)(6) 2017. Activ.a.c.¿ therapy was re-applied on (B)(6) 2017, and was discontinued on (B)(6) 2017 for graft placement. On (B)(6) 2017, the home health nurse observed the patient, and the patient denied any new medications. The nurse also documented observing foul odor, and the patient's temperature was noted as 98.8° fahrenheit. The patient continued to receive activ.a.c.¿ therapy. The activ.a.c.¿ therapy unit passed the manufacturing quality control checks and met specifications prior to placement. On (B)(6) 2017, the device was placed with the patient. On 13-mar-2017, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.